Manufacturer narrative:
Evaluation summary: (B) (4): customer report was confirmed. The catheter was returned with the tip of the catheter bent on the balloon area and balloon was ruptured. The balloon was missing. The catheter appears to have been used and the spring tip has been stretched. The spring tip and windings was not missing. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
It was reported that the tip of the catheter was found bent before use. No patient injury was reported.